Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that insulin pump had buttons were not working when changed battery tried pressing okay and it was stuck on screen press button to lock and its off. No harm requiring medical intervention was reported. The customer was assisted with troubleshooting. Customer stated that numbers were not ramping on their own. Customer stated the scroll bar was not moving with no input. Customer stated that there was no response from any button. The insulin pump was not exposed to a change in altitude. Customer stated the minutes change. The device will be returned for analysis.

Manufacturer narrative:
Device received with unresponsive buttons due to corroded electronic assemblies. Unable to perform displacement test or self test due to unresponsive keypad.